Manufacturer narrative:
Customer requested remote service.

Event description:
It was reported that the device requires (B)(4) implementation. The customer evaluated the device and received remote support from the customer care solution center, during which an (B)(4) was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the optical switch , the replacement for which was ordered under (B)(4). The device remains at the customer site and no further evaluation is warranted at this time.